Event description:
During review of the manufacturer';s in-house programming database, it was identified that high lead impedance was observed on system diagnostic testing on (B)(6) 2012. Upon follow-up, the physician's office reported that they have not seen the patient since (B)(6) 2012, and there was no mention of trauma at that time. No surgical interventions have been reported to date. No additional relevant information has been received to date.